Event description:
It was reported that (2) er320 and (1) pro46 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the first er320 loads in "slow motion". The second er320 the clips did not form completely and only closed at the distal tips. The pro46 did not function properly. The case was completed with another er320 and pro46. There was no consequence to pt.